Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui touchframe. Device passed all tests.

Event description:
Customer reported that an 840 ventilator graphical user interface (gui) touchframe was unresponsive. It is unk if pt was on ventilator when event occurred.